Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), presented to the hospital with complaint of pre-syncopal symptoms (light headed and dizzy). A check left ventricular (lv) lead message was observed upon interrogation with a programmer. Review of device memory revealed intermittent low r-wave measurements. Additionally, high out of range atrial pacing impedance measurements were observed. The atrial channel was then programmed off as the patient does not have an atrial lead implanted. After further evaluation, the physician felt that the pre-syncopal symptoms were due to orthostatic hypotension and not device related. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.